Event description:
It was reported that in anesthesia, the md found the swg was severely bent prior to use. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Eval: a guide wire and advancer assembly were returned for analysis. The guide wire is slightly bent approximately 2.8 cm from the distal tip. No other damage was observed on the sample. The diameter of the guide wire was measured and met specification. The device history records for the guide wire were reviewed with no findings relevant to this complaint. The reported complaint of a bent in the guide wire was confirmed through visual inspection of the returned sample. The guide wire has a slight bend approximately 2.8 cm from the distal tip. No other damage was found on the sample. The potential cause could not be determined based upon the sample and info provided.